Manufacturer narrative:
(B)(4). H6: health effect clinical code - prophylactic treatment.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that upon sensor removal, the patient alleged that the sensor wire broke from the sensor pod and remained in the skin. On (B)(6) 2025, tech support contacted the patient to confirm his condition. That on (B)(6) 2025, the patient visited the emergency department (ed), where the healthcare provider tried to extract the wire from the skin but was unable to (removal technique was not mentioned). No laboratory examinations or x-ray imaging were performed. The patient was discharged home with a prescription for oral cefalexin (cephalexin) prophylaxis and was referred to a surgical specialist. At the time of the report, the patient stated he had not begun antibiotic treatment since he had not experienced any signs or symptoms of infection at the site of insertion. Although the patient was set for a surgeon appointment on (B)(6) 2025, it has not taken place yet. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a broken sensor wire occurred. G7 wearable and applicator were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. Applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the sensor wire broke from the sensor pod and remained in the skin. On (B)(6) 2025, tech support contacted the patient to verify his condition. On (B)(6) 2025, the patient visited the emergency department (ed), where the healthcare provider tried to extract the wire from the skin but was unable to (removal technique was not mentioned). No laboratory examinations or x-ray imaging were performed. The patient was discharged home with a prescription for oral cefalexin (cephalexin) 500 mg once daily for 10 days prophylaxis; and was referred to a surgical specialist. When the first report was made, the patient indicated he had not started antibiotic therapy because he had not observed any signs or symptoms of infection at the insertion site. On (B)(6) 2025, tech support contacted the patient and verified that he had the surgical appointment on (B)(6) 2025, with no treatment given, and only symptom monitoring was recommended, advising him to return if any problems occur. At the time of the follow-up report, he began taking the antibiotics on an unknown date and continued the medication. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.